Manufacturer narrative:
In regards to this complaint, one 25 gauge disposable high speed tdc cutter was received for investigation. Initial visual inspection of the returned instrument revealed no anomalies; however, testing confirmed the release of air bubbles from the cutting/aspiration hole. After testing, the cutter was disassembled. Further investigation showed minor damage to the o-ring that is situated between the cap and the body. As a result, the seal was compromised and leakage was facilitated. The leaking seal caused air to be drawn in. The air was then pushed out through the cutting/aspiration hole.

Event description:
We have been informed that during vitrectomy procedure, the user found that the cutter didn't work properly. Bubbles come out of the cutter. Procedure was completed by using another cutter. No report that actual patient harm occurred or surgery was prolonged > 30 min.

Manufacturer narrative:
The complaint is under investigation.

Event description:
We have been informed that during vitrectomy procedure, the user found that the cutter didn't work properly. Bubbles come out of the cutter. Procedure was completed by using another cutter. No report that actual patient harm occurred or surgery was prolonged > 30 min.